Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that smoke and small flames emitted from the advia centaur xpt instrument. The inhouse engineer evaluated the instrument. Additionally, a siemens customer service engineer (cse) was dispatched to the customer¿s site. During multiple visits, the cse replaced the power supply and input assembly. The power cord of uninterruptible power supply (ups) was also replaced. The cse also performed electrical safety testing and ran quality controls, which recovered acceptably. The cause of the incident is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer stated that smoke and small flames emitted from the power supply to an advia centaur xpt instrument. A fire service controlled the development of smoke. There are no known reports of adverse health consequences nor delay in reporting results due to the incident.